Event description:
Part of clinical trial, reportedly, this valve was explanted after seven years and two months implant duration due to severe calcification mitral stenosis and structural valve deterioration.

Manufacturer narrative:
Device not returned.